Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) incision site was erythematous. The patient was treated with oral antibiotics. The possible infection was reported resolved without residual side effects. The system remains in service. No additional adverse patient effects were reported.